Event description:
Patient reported red skin with blisters, discharge, and severe skin irritation. Patient did seek medical treatment and was advised to treat with an otc medication (triple antibiotic ointment). The patient did follow skin preparation instructions.

Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.